Event description:
Reporter alleged family member had obtained hi results followed by a 570 mg/dl reading on blood glucose monitoring device and was placed in the hosp about one and half weeks ago due to alleged hypoglycemic shock. Reporter stated paramedics were called and then reporter ended the call into manufacturer's customer reprensentative due to being on a cell phone and not having time to talk. Manufacturer's customer representative attempted three times to contact reporter in order to obtain additional information; however was unsuccessful. No request was made for return product and no replacement product was sent based on inability to contact reporter.